Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing discomfort in his neck due to the lead being close to the skin surface. As a result, the pt underwent surgical intervention on (B)(6) 2014 for a revision to place the lead deeper. During the procedure, the physician cultured the lead site. In turn, the pt's gram stain revealed white blood cells and gram positive cocci in clusters. Additionally, the culture results revealed the pt is positive for staphylococcus epidermis.